Event description:
Implant failed due to an osseointegration problem.

Manufacturer narrative:
Inital report has been sent with mat# unknown, meanwhile the mat# isknon, thus the follow up report provides the correct mat# (B)(4) and pmn(B)(6)

Event description:
Implant failed due to an osseointegration problem.